Event description:
Patient presented to the physician with an uncomfortable, hard knot at the chest incision site that was tender to the touch and significant swelling at the neck incision site. Physician prescribed antibiotics.